Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The unit had a minor scratched display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother called in to report a blank display and a crack on the insulin pump. It was reported that the customer fell into the ocean. The customer's blood glucose level was 94 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.